Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. There was no patient impact, no clinically significant delay, no medical intervention, and no adverse consequences reported with this event.

Manufacturer narrative:
Follow up being submitted for investigation results and additional information.

Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. There was no patient impact, no clinically significant delay, no medical intervention, and no adverse consequences reported with this event.